Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump without a door latch. This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The service found condition of a flo-gard infusion pump without a door latch was confirmed and reproduced. The cause of the reported condition was determined to be cracked door latch/door handle. The door latch was replaced to fix the reported condition.